Manufacturer narrative:
This information is based entirely on journal literature. The event occurred outside the u.s. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The gender of the baseline characteristics is male and the baseline age is 21 years old. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: new technique for surgical epicardial implantation of a cardioverter-defibrillator in children and adults with congenital heart disease. Ann thorac surg. 2016;102(2):615-619.

Event description:
A journal article was reviewed that contained information regarding multiple defibrillation leads with multiple patients noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reported ventricular lead fracture as evidenced by a sharp increase in defibrillation impedance and lead malfunction. Surgical intervention was performed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.